Event description:
According to the available information, the expiration date of the kit was after the expiration date of one of the components within the kit.

Manufacturer narrative:
Brand name: in-ka ureteral balloon dilatation catheter kit. Lot number: 8404248. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.